Manufacturer narrative:
An event regarding seating/locking issues involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the returned device was examined by an engineer who noted the following: damage observed on insert consistent with attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: could not be performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including post operative x-rays and the primary operative report are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Customer reported that the liner would not seat into the acetabular shell and would come away with the impactor. Stryker rep reported that the case is just happening, and the customer got another implant (same product code) and it has seated in the shell. There was a delay of approximately 15 minutes whilst attempting to seat the prosthesis and then proceeded to get another implant.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Customer reported that the liner would not seat into the acetabular shell and would come away with the impactor. Stryker rep reported that the case is just happening, and the customer got another implant (same product code) and it has seated in the shell. There was a delay of approximately 15 minutes whilst attempting to seat the prosthesis and then proceeded to get another implant.